Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that leakage from the trocar cannulas occurred frequently during the procedures. A plug was used to seal the leaking trocars. The procedures were completed and there was no harm to the patients. No product samples were retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).